Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device's sync markers were not correctly displaying within the code data displayed in the case review software. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. This medwatch report was inadvertently submitted against the rseries device. It was determined during the investigation that this was not a device issue. The device correctly identified sync markers and performed correct synchronized shocks. The customer's report was determined to be related to the "case review" software. The post case information was available to the user via "code review" software. The case review application software is not a medical device and was determined to be related to the customer report. Reports of this nature are not considered since it will have no clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device is unable to go into sync mode. Complainant did not indicate that there was any patient involvement in the reported malfunction.